Event description:
A report was received that the patient was experiencing new pain at the generator site. The patient was prescribed with a cream for pocket site pain.

Event description:
A report was received that the patient was experiencing new pain at the generator site. The patient was prescribed with a cream for pocket site pain.

Manufacturer narrative:
Additional information was received that the patient had been diagnosed with (B)(6). The patient's infection was located in the back of his head. Symptom includes pain in the area. The physician did not believe that the infection was device related. The patient was prescribed antibiotics. Additional suspect medical device component involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient was experiencing new pain at the generator site. The patient was prescribed with a cream for pocket site pain.

Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision wherein the ipg was relocated. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional information was received that the physician did not believe that the infection was procedure related. No further course of action regarding revision procedure.

Manufacturer narrative:
Additional information was received that the patient will undergo a pocket revision wherein the ipg will be relocated.

Event description:
A report was received that the patient was experiencing new pain at the generator site. The patient was prescribed with a cream for pocket site pain.

Event description:
A report was received that the patient was experiencing new pain at the generator site. The patient was prescribed with a cream for pocket site pain.